Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited over-sensing noise resulting into inappropriate antitachycardia pacing-atp therapy. The atp induced ventricular tachycardia- vt. The lead was explanted and replaced. The patient was in stable condition.